Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to a corroded keypad trace. No scrolling number anomaly was noted on the display. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad due to moisture damage. The patient's blood glucose level is 121mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.